Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care physician (hcp) via a manufacturer representative (rep). The rep reported in response to the inquiry for cause of all pairs showing >4k impedance prior to the case conflicting information to what was previously reported. They stated there had been no impedance >4k prior to the case. The rep stated the lead impedance had been fine and that only the battery had been replaced. The rep reported the lead and the battery remained implanted and functioning well at this time. The rep noted that the information had been confirmed with the hcp. There were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported by the manufacturer representative (rep) that they had replaced the patient¿s battery that day of the call due to end of service (eos) with no allegation about the longevity and prior to the case, all pairs showed greater than 4k impedance with a clinician programmer, tested at 2.5 and 330 pw. During the replacement the rep noted they had connected the existing lead to the new ins and tested the new ins with the smart programmer and all of the impedances were normal. The rep noted they were testing again post-operatively and they were still normal. The rep noted there were no falls or trauma, no problems with the therapy prior to eos and during the replacement their lead did not seem loose or anything in the ins header block. The rep noted the patient had been programmer to the same program they had come in with. There were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that the explanted device had been discarded and that the health care physician (hcp) was aware of all reported information. There were no further complications reported.